Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient went to the hospital due to a possible infection. The patient's symptoms were fever, redness at the pocket site and the site is hot to the touch. The patient was explanted and given IV antibiotic vancomycin. She was also prescribed vancomycin orally. The physician did not think that the infection was device or procedure related. He stated that it was the patient's body rejecting implants, leading to a reaction.